Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump alarmed failed battery test. Customer is experiencing high blood glucose. The blood glucose reading is 399 mg/dl. Customer treated with manual injection. The insulin pump is not working. Customer was in a coma for a couple of weeks. Customer stated that the insulin pump and battery cap was damaged at that time. Nothing further reported.